Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a routine inspection of consignment sets the following uss handles for hook or screw holder were found to be not functioning properly. The gray top of the handle does not turn the "implant holder". They believe that the set screw on the gray knob of the handle for hook or screw holder is not adequately engaging in the inner shaft of the instrument. The reporter referred to implant holder was the screw holder. The inner shaft is an internal part in the handle for hook or screw holder. There was no patient involvement. Concomitant device reported: uss hook and screw holder (part # 388.610, lot # unknown, quantity 1). This report is for one (1) hook or screw holder. This is report 1 of 1 for (B)(4).